Manufacturer narrative:
Efforts to obtain additional details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient reported a decrease in the remaining battery life of this device following several appropriate shocks. A boston scientific technical services consultant documented and discussed the reported clinical observations. The consultant recommended the patient continue to perform remote interrogations and to request a demonstration of device tones at the next follow up visit. No adverse patient effects were reported.

Event description:
It was reported that this patient reported a decrease in the remaining battery life of this device following several appropriate shocks. A boston scientific technical services consultant documented and discussed the reported clinical observations. The consultant recommended the patient continue to perform remote interrogations and to request a demonstration of device tones at the next follow up visit. No adverse patient effects were reported. It was reported that a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. There were multiple charges approximately three months ago which are likely the cause of any apparent longevity decrease. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.